Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was a lot of bleeding from the staple lines, and after 24 hours the pt had to have a blood transfusion. The case was completed with the same device.